Event description:
It was reported that the burr was difficult to remove and became stuck in the lesion. A rotapro burr was selected for the procedure. During the procedure, the dynaglide function malfunctioned. Rotational speed dropped and the device stalled. The physician attempted to remove the rotapro burr. Removal difficulties were encountered due to the dynaglide not activating in pull back. The burr became stuck in the lesion. The rotapro burr was removed successfully from the patient. The procedure was completed with a different rotapro burr. There was no patient complication.